Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being recently hospitalized due to thyroid cancer. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the customer was hospitalized a few months ago for swelling of the brain due to high blood glucose. No further details were provided.